Event description:
On (B)(6), reference (B)(6) for related complaints) (documenting pump incident#1) it was reported that the cadd legacy pump, serial number (B)(4); alarming continuously with no disposable clamp tubing screen message. Alarm (B)(6) 2022 with pre-filled veletri cadd cassette 100 milliliter with flowstop delivered (b)(6 2022. Pump replacement sent. No further details provided.